Event description:
It was reported the pump had ¿stopped working¿ and the patient seemed to be going through major withdrawal for at least a day and half ago. The patient had gone to the hospital the last night, (B)(6)-2014, and per the reporter, ¿nobody knows anything about the pump¿. The patient was on all kinds of medication and it ¿still driving her crazy¿. Per the reporter they had tried to contact the healthcare provider (hcp) and the hcp had not called them back. The patient was in (B)(6) and their hcp was in (B)(6). The reporter was trying to find some place to have the pump checked to make sure it was working as it would take the patient 3 days to get home and the patient could not take that. The reporter was seeking a hcp in (B)(6). The patient was admitted to the hospital on (B)(6)-2014. The patient also was itchy, shaky and distraught. The manufacturer representative was called to the hospital to interrogate th e pump and did not recognize anything out of character. The hcp made an attempt to withdraw medication from the reservoir but nothing was expelled. The expected volume was 17ml and the actual volume was 0ml. Thecause of the discrepancy was not known. Diagnostic te sting/troubleshooting included, dye study, rotor/roller study, logs were checked and x-rays. The pump was explanted and replaced with a new 40cc pump. The catheter was deemed patent by the hcp. The pump connector was also replaced. The pump managing hcp further reported the patient experienced increased spasticity and reported the cause of the event was ¿battery ran out¿, battery depletion ¿normal¿. Per the managing hcp they tried to make appointment for surgery but did not happen and the pump was replaced in nm. The patient outcome was unknown. The pump was used to deliver gablofen.

Event description:
It was later reported that the patient admitted to the hospital on an emergency basis. The reporter could not confirm what type of baclofen the pump contained, but thought that gablofen was used at the last refill leading up to the event.

Manufacturer narrative:
Destructive analysis on the pump was finished. No significant anomalies were noted during destructive analysis. (B)(4).

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later received reported the patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed pump over-infusion - undetermined root cause. The pump was found to be over-infusing by more than (B)(6) at standard test conditions and typical therapeutic rate (300 ul/day). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.